Event description:
Reporter indicated that vns pt was experiencing an increase in seizures. It was reported that pre-vns, the pt only had seizures 2-3 times per month and that now pt has them every day. Additionally, it was reported that the pt experienced a seizure that lasted for 40 minutes. The patient's drug regimen had been changed due to recently diagnosed papilledema.

Event description:
Further follow-up revealed that the pt's device was programmed off approx 1 yr prior. The pt's family member also indicated that the pt developed intracranial hypertension and had to have a gastrostomy tube inserted because vns therapy "killed their hunger" and the pt would not eat. The pt's family member reported that the pt is on the ketogenic diet at this time and is doing okay.

Event description:
Additional information was received indicating that the patent's vns had previously been explanted. The date of explant, the explanting surgeon, and the explanting facility are unknown. Attempts for additional information from the patient's neurologist were unsuccessful as the records were in storage and the site's medical records would not release any information without written patient consent. The neurologist's office did have records available from 2005 which did not mention the vns but did mention the intracranial hypertension, papilledema, and gastronomy tube.